Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the day prior to the report, they urinated more than they thought they should. It was further mentioned that they had pain at the implantable neurostimulator site when they leaned against it since implant. They did not want to review the programmer functionality as they were a little tired from going to their heart doctor earlier. It was noted that the patient's daughter adjusted the setting the first night. Patient services suggested that the daughter make an adjustment over the weekend, or the patient could call next week to review the programmer. It was indicated that the patient had a post-surgical appointment scheduled (B)(6) 2016. The patient was implanted for urinary dysfunction/sacral never stimulation and gastrointestinal/pelvic floor. Additional information was received from the patient. The patient reported that the reason they were urinating more was due to multiple sclerosis. They were treated with antibiotics and pain pills and the issue of pain at the implant site and urinating had been resolved.

Event description:
Additional information received as consumer reported that patient had appointment of multiple sclerosis with doctor. Amplitude was raised up to 2.2 on (B)(6) 2016. No specific steps were taken to resolve the pain at he implant site and pain went away some what.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as consumer reported that patient had appointment of multiple sclerosis with doctor. Amplitude was raised up to 2.2 on (B)(6) 2016. No specific steps were taken to resolve the pain at he implant site and pain went away some what.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.